Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer changed supplies to address the issue. The customer's blood glucose level ranged from 120-160 mg/dl.